Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate shocks and ventricular tachycardia was observed. Device was at eri prior to explant and on device explant advisory. Device was explanted and a new device was implanted. Patient was stable.

Manufacturer narrative:
The reported field event of inappropriate therapies was confirmed in the laboratory via review of the stored egms. The cause of the inappropriate therapies was determined to be noise. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.